Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, when loading the implant there was no gas and the implant did not exit. An injector, cartridge and forceps were then used to inject the lens manually. Additional information was received and stated, no apparent defect was initially observed. The surgeon was unable to use the preloaded injector which required taking a sterile manual injector instead. The implant was successfully implanted in the patient.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The lens is present in the lens bay. The lever is moving freely and the plunger is not advancing. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. The root cause for the reported complaint is deemed to be manufacturing related. The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).